Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue but the fse proactively replaced the erbe generator. After replacement, the system was tested and verified as ready for use. The unit was returned for failure analysis but the reported failure could not be reproduced. M-11/c-00/m-b0/m-0b errors are in error log. The unit energized and cauterized and all ports recognized instruments. The erbe is in good condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit erbe (erbe) generator bipolar energy activation was not working. The customer received phone assistance from the technical support engineer (tse). The system log confirmed a related error fault. The intuitive surgical, inc. (Isi) clinical sales representative (csr) ensured proper use of instruments and verified that the erbe generator indicated proper arm assignments for each instrument. The procedure was continued with no reported injury. Isi followed up with the robotics coordinator (roco) and obtained the following additional information: the procedure was completed using monopolar energy on the same generator. During the procedure, the csr performed troubleshooting by changing the instruments, vsc, and cables, but troubleshooting did not resolve the issue.